Manufacturer narrative:
Insulin pump passed displacement test and self test. No unexpected pump error 53/4 alarm found during testing or in the pump history file. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms. Customer was able to clear the alarm. Customer did not receive request to rewind pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.